Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via interdepartmental helpline solutions tracker of high blood glucose readings and hospitalization. The customer is type 1 diabetes. The customer stated that she had an allergic reaction to the tape. The customer stated that the sensor was not lasting the full 6 days. The customer stated that she was going through a lot of insulin. The customer stated that she collapsed in the hallway. The customer was treated with an overdose of pills. The customer declined to troubleshoot.